Event description:
During verification testing at the service center, while on battery power, the device powered off by itself without sounding an audible alarm tone.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.